Event description:
This report was sent to us via FDA, stryker reamer size 10 uncoiled while surgeon was reaming bone. Surgeon stopped surgery to remove all pieces of reamer. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No, what was the original intended procedure? Intramedullary nailing right tibia. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Device will not be returned. The user facilitie has been contacted for additional info. If received it will be submitted on a supplemental report.